Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02387. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure, sizing up of the burr was performed and after pulling out the 1.25mm burr, 1.50mm burr was advanced along with the floppy wire. When test rotation was performed, the wire got separated. The wire got possibly kinked during the operation or removal of the 1.25mm burr. Then the 1.5mm burr may hit the kink point and then the wire became fracture. The burr never entered patient's body and the wire was simply pulled out of the patient's body. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes and conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has the body wire broken approximately at 133cm from the distal end. The other guidewire section was not returned. Also, the distal tip was found kinked. Dimensional inspection of the overall length could not be performed due to device condition. The outer diameter (od) of distal tip of the device was within specification. The dimensional inspection of the od of middle and proximal section of the device could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu indicates "never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times). Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire." And as per available information the event occurred while adjusting the rotation speed outside the patient's body, the wire got detached near the burr.". (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02387. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During procedure, sizing up of the burr was performed and after pulling out the 1.25mm burr, 1.50mm burr was advanced along with the floppy wire. When test rotation was performed, the wire got separated. The wire got possibly kinked during the operation or removal of the 1.25mm burr. Then the 1.5mm burr may hit the kink point and then the wire became fracture. The burr never entered patient's body and the wire was simply pulled out of the patient's body. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.